Event description:
Additional information was received for this (B)(4) study patient/cec adjudication minutes were reviewed. The committee disagreed with the codes of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). The committee agreed with the code of arc (peri-procedural pci). This event has not been previously captured. The file will be updated with the addition of a code for mi and processed accordingly. The patient presented with a positive functional ischemia study, ccs class iii angina, an 80% stenosis in the proximal right coronary artery (rca), a 75% stenosis in the mid rca, a 90% stenosis in the distal rca, and an 80% stenosis in the proximal circumflex (cx). The patient underwent the index procedure with treatment of four target lesions. The first target lesion in the distal rca was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 28 mm. The first attempted delivery of the study stent unsuccessful and it was withdrawn. There were no clinical sequelae reported. The second attempt to deliver the study stent following balloon angioplasty was successful. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.75 x 13 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The third target lesion in the proximal rca was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.5 x 33 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The fourth target lesion in the proximal cx was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated.

Manufacturer narrative:
The ECG core lab reported new, persistent pr interval prolongation (pr 208 msec), no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged the day after the procedure on dual antiplatelet therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00312; 3003742446-2011-00313; 3003742446-2012-00346; and 3003742446-2012-00347.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi (per cec adjudication) and restenosis approximately one year post index procedure. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes mellitus type ii and peptic ulcer. For the index procedure, the patient was admitted with stable angina, class iii. The 1st lesion treated was a 90% stenosis in the distal right coronary artery. The lesion was 20 mm long, de novo, type a and with no heavy calcification or extreme tortuosity. The lesion was pre-dilated with a 3.0 x 20 mm non-cordis balloon at 16 atm. There was a failure to deliver the stent during the 1st attempt; however, a 3.0 x 28 mm cypher stent was reported to be successfully deployed at 14 atm. The 2nd lesion treated was an 80% stenosis in the proximal rca. The lesion was 20 mm long, de novo, type b1 and with no heavy calcification or extreme tortuosity. The lesion was pre-dilated with a 3.0 x 20 mm non-cordis balloon at 16 atm. A 3.5 x 33 mm cypher stent was reported to be successfully deployed at 15 atm. The 3rd lesion treated was a 75% stenosis in the mid rca. The lesion was 10 mm long, de novo, type a and with no heavy calcification or extreme tortuosity. The lesion was pre-dilated with a 3.0 x 20 mm non-cordis balloon at 16 atm. A 2.75 x 13 mm cypher stent was reported to be successfully deployed at 14 atm. The 4th lesion treated was an 80% stenosis in the proximal circumflex. The lesion was 12 mm long, de novo, with moderate calcification, no extreme tortuosity. The lesion was pre-dilated with a 2.5 x 20 mm non-cordis balloon at 9atm. A 3.0 x 18 mm cypher stent was deployed at 15 atms successfully. (B)(6) 2010 13:43 (24 hr clock): ck 199 (ul: 224 u/l), ck-mb 0.90 (ul: 3.6 ng/ml) and troponin I 0.04 (ul: 0.09 ng/ml). (B)(6) 2010 03:18: ck 243 (ul: 224 u/l), ck-mb 8.10 (ul: 3.6 ng/ml) and troponin I 2.05 (ul: 0.09 ng/ml). (B)(6) 2010 08:49: ck 280 (ul: 224 u/l), ck-mb 8.70 (ul: 3.6 ng/ml) and troponin I 2.43 (ul: 0.09 ng/ml). The patient was discharged the following day on dual anti-platelet therapy. The 30 days and 6-month follow ups were performed and the patient had no angina. The patient had unstable angina during the 12-months follow up. Approximately one year and one month after the index procedure, the patient had a coronary artery stent. The event was treated with ptca using a drug-eluting stent. The event stopped the same day and was reported to be resolved without sequelae. The event was reported to be unrelated to the index procedure, the cypher stent and the study drug. The associated vessel was the distal rca and was reported to be a non-target vessel. The reason for the revascularization was angina or equivalent. Additional information was received that indicated the physician looked at the procedure films and said that for the mid rca the new lesion was within 5mm from the enrollment stent implanted and the new distal rca lesion is not within 5mm from the enrollment stent. Thus the stent will be coded for restenosis. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109288 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of four products used in the same patient and reported under manufacturing report numbers 3003742446-2011-00312; 3003742446-2011-00313; 3003742446-2012-00346; and 3003742446-2012-00347.